Event description:
This is the manufacturer's response to user facility report# (B)(4).

Manufacturer narrative:
A draeger fse could narrow-down the problem on-site to a certain pcb and replaced it. The device was subject to testing according to specifications afterwards and has been released for further use. The suspected board was tested by the manufacturer which revealed that a faulty memory was the root cause for the board malfunction. The log file analysis determined that the device has performed a restart but could not be brought back into operation due to the nature of the fault. It is the specified response to trigger a warm start once the device has detected a deviation that could not be repaired by other means. As reported in the particular case, the device executes a corresponding suitable and visual alarm and opens the emergency breathing valve to allow spontaneous breathing. No pt consequences have occurred. Draeger medical has concluded that the case is not reportable. This report is being submitted only for the purpose of responding to a user facility report.